Event description:
"Fied." Patient presented with bone type IV, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.